Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. The analyst noted there were atrial tachycardia/atrial fibrillation (af) episodes recorded with apparent noise oversensing seen on the electrograms. (B)(4).

Event description:
It was reported that the right atrial (ra) lead signals exhibited what appeared to be a form of mirror image noise. The ra lead currently remains in use and more testing is expected to be performed. No patient complications have been reported as a result of this event.